Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Thromboembolism is the obstruction of a blood vessel by a blood clot that has become dislodged from another site in the circulation. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. Displacement of calcium deposits or atheroma with embolization of debris can also trigger the formation of a thrombus which can then embolize and cause blockage in a smaller vessel. Calcification and atheroma (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the thromboembolism is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, on the same day of a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia valve, a peripheral vascular thromboembolism was observed on the right femoral artery. This was the access vessel. A thrombectomy was performed, and the patient has recovered and has been discharged.